Event description:
A 48 hour bravo ph capsule was placed during an esophagogastroduodenoscopy (egd). The bravo ph capsule did not deploy on the first attempt. The bravo ph capsule did deploy on the second attempt.